Event description:
It was reported that the patient experienced inadequate stimulation and non-target stimulation. It was noted that the spinal cord stimulation (scs) lead had migrated as confirmed via x-ray. The patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(6), batch: (B)(6).